Event description:
Literature report of a patient who developed a local infection leading to genertor replacement. Upon follow up with the hcp, it was reported the patient presented with a fever and inflammation around the ipg in the abdominal subcutaneous pouch. The patient was treated with antiobiotics, but was reported to have responded incompletely. The device system was explanted. The patient recovered without sequela, but the ipg has not yet been reimplanted.